Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info, the lead was implanted when the outmost electrode at the end of the lead, connected to the extension was loose and it fell off. The alligator grib was put on after the lead was broken just to measure for a new lead. No further info was provided.